Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's system board will be replaced to address the issues.